Event description:
It was reported that customer contacted arrow clinical support (acs) and advised they had a patient going through alcohol withdrawal who had sat up in bed. They had a decent augmentation before patient sat up but now they were not getting any augmentation, even in operator mode. Pump was constantly alarming helium loss/high pressure. Bpw was reported as squared off. Acs had clinician retract iab as much as they could without removing sutures. For a brief moment, augmentation and bpw improved. Acs advised that iab may be severely kinked and required removal. Iab was removed. A re-insertion was not performed as pt was extremely restless. There were no reported patient complications. Iab was discarded. Serial & lot #s unknown; therefore, DHR could not be reviewed.